Manufacturer narrative:
Lifecell's internal investigation into complaint related lots included the following: review the donors' records, with no remarkable findings. Review of microbiological tests for the finished product, with a confirmation of no organisms identified in cultures, for both lots. Query of lifecell's complaint system for any other complaints reported to lifecell against these lots. To date, 62 grafts were distributed from both lots, including 30 grafts that were reported as implanted, with no issues or other complaints reported to lifecell against any of these lots. Based on timing of infection, multiple lots used for 5 different patients, with no other complaints reported against any of these lots, and md's statement, the event is unlikely related to the alloderm.

Event description:
Five cases of post-op infection were reported to lifecell by the same surgeon (see medwatch reports 1000306051-2009-00037 to 1000306051-2009-00041). Case no. 2: on (B)(6) 2009, patient underwent bilateral skin sparing mastectomy following by immediate breast reconstruction with mentor tissue expanders and alloderm grafts. Patient developed unilateral post-op infection, and on (B)(6) 2009, md explanted both mentor tissue expander and alloderm graft. Graft was discarded at the hospital. The physician reported that he changed his antibiotic protocol with all reported cases, and was resuming his prior antibiotic regiment.